Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital device evaluated by MFR: the device was returned for analysis. An examination of the crimped stent found that the stent was damaged on almost its entire length. Stent struts from proximal to mid stent were lifted and bunched. Stent struts were pulled over the balloon cone and tip in the proximal section. The stent outer diameter was not measured due to the extensive damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the inner, outer and mid-shaft sections found no damage. A break at approximately 27.7cm from the tip of the stent to the shaft extrusion was also noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that failure to cross the lesion occurred. The lesion was located in the left anterior descending artery. A 28 x 2.25 promus premier ous mr was advanced for dilatation. However, during procedure stent balloon expandable could not cross lesion. The procedure was not completed due to this event. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed shaft detached/separated.